Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported that the customer's freestyle libre 2 sensor gave error message when scanned with reader, then prematurely detached after 1 day of wear. There was no report of adverse event or third-party intervention reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.